Event description:
It was reported that pin broke into cutting block while recutting tibia. Extra tray was opened for another block. During visual inspection of the returned pin, it was noticed that the pin was broken.

Manufacturer narrative:
Product complaint #:(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that pin broke into cutting block while recutting tibia. Extra tray was opened for another block. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the unk fixation pin revealed that it is stuck though one of the convergent pin holes of the sigma hp 3deg rt cut blk. Also, the unk fixation pin is broken, broken fragment was not returned. No other anomalies were noted. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like off axis insertion of the mating fixation pins and or the reuse of single use fixation pins. A functional test was performed manually and the assessment revealed that after multiple attempts the pin was unable to disassemble from the sigma hp 3deg rt cut blk. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the unk fixation pin would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: d9 corrected: h3.